Manufacturer narrative:
Section d1: brand name corrected. Section d4: model number and catalog number corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported altered mental status could not be conclusively determined through this investigation. Additionally, the reported low flow alarms were not confirmed through review of the submitted log files. A specific cause for the reported alarms could not be conclusively determined through this evaluation. A review of the submitted log files revealed numerous pi events that filled the majority of the file and would have overwritten older data, per design. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts for additional information were sent to the customer; however no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with altered mental status. They had pulsatility index (pi) events and low flow alarms (lfa) on (B)(6) 2024, but no other significant findings on their history review. Log files were submitted for review, and the event log file no longer contained data from 26oct2024 and 29oct2024. The lowest flow captured in this set of log files is in the periodic log file on (B)(6) 2024 at 8:29:45 down to 2.7lpm.